Event description:
It was reported that after 216,000 joules had been expended in a photoselective vaporization of the prostate (pvp), the fiber forward fired. It was indicated that there were stones present in the prostate. There were no courtesy messages displayed on the console and the fiber tip was intact. A second fiber was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge, with the potential for forward firing, confirming the reported clinical observation. Visual examination also identified a glue failure. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture and glue failure. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that after 216,000 joules had been expended in a photoselective vaporization of the prostate (pvp), the fiber forward fired. It was indicated that there were stones present in the prostate. There were no courtesy messages displayed on the console and the fiber tip was intact. A second fiber was used to complete the procedure. There were no patient complications reported.